Manufacturer narrative:
The device was returned not deployed. The data showed that the first priming sequence ended at pulse 41 and deactivation occurred at pulse 51. Timeouts and a drive stall were present at the beginning of the download data. The release bar was still being held by the ratchet gear. The device was reset, connected to a pdm and delivered a 5-unit bolus with no issue. The device deployed during the reset run. Found no damage or defects with the drive mechanism. The exact cause of the drive stall could not be determined.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than an hour.